Event description:
The technician alleged the bed had no battery power and the battery led was on when the bed was unplugged. No pt impact.

Manufacturer narrative:
The technician replaced the battery to resolve the issue.